Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03496, 0001825034-2016-03497, 0001825034-2017-03460.

Event description:
It was reported that patient underwent a left hip revision approximately seven years post-implantation due to elevated metal ion levels, metallosis, pain, lack of mobility, metal debris and elevated metal ion levels. During the revision procedure, trunnionosis on the head and metal debris in the joint were noted. The cup, head, and stem were removed and replaced and a liner was implanted.

Manufacturer narrative:
Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Final components were implanted and indicated to have excellent placement, stability, and range of motion. No interoperative complications were noted. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.